Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device got a water leak during an unknown procedure. Per service reports, this complaint can be confirmed. It was found during evaluation that the penetration of liquid in the pressure circuit up to the cpu board through the solenoid valve. Further, tips were worn out. The cpu board, maintenance kit and solenoid valve were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Due to prolonged usage overtime the pressure tips might worn. The defective solenoid valve could have caused the liquid to penetrate through it. However, given the information provided, we cannot discern a definitive root cause of the identified failure. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the fms vue pump had a water leak. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.